Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible. Based on the investigation, no definitive relation could be established between the product and the reported failure adverse consequence. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿a randomized controlled trial of knife light and open carpal tunnel release¿ which was published in april 2004 and is associated with the stryker knifelight. Within that publication, intraoperative/ postoperative complications/ adverse events were reported. It was not possible to ascertain specific device information from the study, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 17 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses scar tenderness. 8 out of 8 cases. The study reports: ¿eight of the 26 patients reported scar tenderness on the knifelight side.¿